Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary artery interventional procedure a balloon rupture occurred. Access was gained through the brachial artery. The 90% stenosed lesion being treated was located in the mildly calcified and moderately tortuous posterior descending artery. The 1.5x15mm apex balloon catheter was advanced to the target lesion where the balloon ruptured at 10 atms on the first inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.